Event description:
Notes: prev epicardial dislodgement capped lv had threshold at 2.0v at 0.5.similar loc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).